Manufacturer narrative:
A titan reservoir was received for evaluation. As examination of the components may not conclusively confirm or disprove the report of migration, quality accepts the physician's observations as to the reason for surgical intervention. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, the device would not deflate. A scrotal incision was made by the surgeon and it was discovered that the reservoir had migrated into the scrotum.